Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via solutions tracker that the sensor was giving inaccurate readings and blood glucose dropped to 20 mg/dl. Customer took off the device afterwards. Customer declined troubleshooting. Customer will not be returning the device for analysis.